Event description:
(B)(4).

Manufacturer narrative:
The technician found the scale was not zeroed before attempting to set the bed exit system, user error. The technician zeroed the scale to resolve the issue.